Event description:
Our facility uses the "3m tagaderm i.v. Advanced" dressing to secure IV's. We have experienced several incidents where the tegaderm dressing has lifted while securing an IV. The part that is lifting in the clear part that goes directly over the i.v. Site. In these reported events, the IV catheter has moved or in some cases actually pulled out. The operation room has also reported two incidents where a patient started to wake up during surgery. The anesthesiologists then had to scramble to start a new IV. In both cases, the o.r. Discovered the IV had pulled out because the dressing had lifted. Same day surgery has reported a dozen cases of the dressing lifting even before the patient was taken into surgery. In one case the nurse observed the catheter was pulled and the IV solution pooling under the dressing. This is a new product from 3m. In the past, we used the older tegaderm film 1624w product and many departments have gone back to this product because the new one is failing. The new dressing has what appears to be a cloth mesh around the outside of the dressing with the clear plastic looking material in the middle. The dressing is lifting around the edges as well as the clear part in the middle. The old dressing did not. It only has the clear plastic looking material. This is somewhat strange because the older style dressing does not have this problem.